Event description:
Caller indicated the relion prime meter was giving e13 errors. Customer bought a prime meter around noon on (B)(6) 2013. She stated when they got home they tested using it for the first time and received a reading of 192mg. Later on they tested again, but could not get the meter to work. She stated they tested quite a few times and kept receiving an e-13 error. The customer tried again, but this time he thought he received a reading of 313mg but it was actually e-13. He took two shots of insulin thinking he saw 313 twice on his prime meter when the meter actually read e-13. They tried testing about 6 more times after realizing the meter read e-13. Customer stated she does not know if the customer had any symptoms. Next they called (B)(4) customer service for assistance. The rep then walked the customer through a blood test but the meter still read e-13 error. (B)(4) rep contacted relion customer service for further assistance. Verified the customer does not have any control solution. The customer changes his lancets every time he tests. He washed his hands with soap and water and allows his hands to dry thoroughly. He stores his meter and strips in the living room. He seals his bottle cap immediately after removing a test strip. He does not have any problems getting a sample of blood and there have not been any changes in his diet or exercise. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.